Event description:
A 26mm x 15mm diameter x 13.5cm aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysm aortic neck measured 22mm and the length from the proximal non-aneurysm aortic neck to the distal non-aneurysm iliac neck measured 14.5cm. The pt's iliac artery was calcified at the distal bifurcation where the iliac artery meets the aorta. It was reported that the physician was unable to access the right limb with the guide wire. The physician then attempted the "up and over approach" but could not get the wire to go through the limb graft; therefore, the physician created an aorta-uni-iliac stent graft with two aortic cuffs implanted proximally followed by a fem-fem bypass. It was reported that a successful outcome and exclusion of the aneurysm was achieved. No further info is available.